Manufacturer narrative:
The other five xience v stents indicated are being reported under this manufacturer report number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombus, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and a total of six stents were deployed in the saphenous vein graft (svg) of the right coronary artery (rca). There was a thrombus formation noted during the procedure after all stents were deployed. An export thrombectomy catheter was used to remove the thrombus. No additional event or patient information is available.